Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance. Lead revision was attempted, but venous access was unattainable, so the procedure was aborted. The lead remained in use, and the patient was stable post-procedure.